Event description:
Back plate fractured upon placement onto one front plate-cornea/donor complex. No patient involvement. Upon opening package and inspecting the boston keratoprosthesis, front plate and back plate were assembled- when inspecting front plate, small chip noted in optic with chip piece missing.

Manufacturer narrative:
The broken back plate was confirmed on examination of the returned product. Pmma can fracture when struck directly. The instructions for the assembly call for pushing the locking ring onto the stem of the front plate to secure the back plate. If the back plate is struck directly by the assembly tool, it may fracture from the force of the hit. There was no patient involvement as the assembly is done prior to any patient contact with the device. It appears that during shipment or subsequent handling, the back plate slipped onto the stem of the front plate. The locking ring was not engaged, so the device was not truly assembled. A review of the packaging and assembly for boston keratoprosthesis was reviewed and the inspections of the components showed no indication of damage or chips. The packaging process requires two separate microscopic examinations of each component or debris or damage.